Manufacturer narrative:
Adverse event, outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage (devices) the initial lens was exchanged for a longer length lens on (B)(6) 2019. The replacement lens did not resolve the problem. Reference claim#: (B)(4).for replacement lens. Explant date: (B)(6) 2019. Device evaluation: lens returned in liquid in eye drop bottle. Visual inspection found no visible damage to lens. Claim#: (B)(4).

Manufacturer narrative:
Weight,ethnicity, race: unk. Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm tmicl12.1 lens, -5.00/+2.5/063 (sphere/cylinder/axis) into the patient's right (od) eye on (B)(6) 2019. The surgeon reports low vault ,lens rotation and blurry vision. Reportedly, the lens remains implanted. Cause of the event is reported as unknown.

Manufacturer narrative:
Patient code:3191- secondary surgical intervention; lens exchange. Claim#: (B)(4).